Manufacturer narrative:
The customer has opted not to repair the device at this time. (B)(4).

Event description:
It was reported by a customer from the USA that, during patient use, the 840 ventilator graphic user interface (gui) top half display became blank. There is no report of serious injury or death associated with this event.